Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they were having a hard time syncing the device and pulling up the settings successfully. The patient clarified that they meant that they were having trouble feeling stimulation and couldn't feel stimulation at all. The patient's daughter played around with increasing stimulation and put it up to 50 when it was at 45 but still couldn't feel stimulation. The patient confirmed that stimulation was on. The patient previously saw a "turn the ins on" screen on the programmer when trying to increase stimulation. The patient tried increasing stimulation but they couldn't feel it and the upper limit screen was seen. The patient only had one group available. The patient had fallen about 2 weeks ago. Additional information received from a manufacturer representative (rep) indicated the patient came into the office and reported that they needed reprogramming because they suffered a bad fall and stimulation didn't feel the same. The patient had been getting great coverage but now not so much. An impedance check was performed and high impedance (>10,000 ohms) was measured on the anatomical right lead. The patient was reprogrammed using the anatomical left lead only and they stated they were getting good coverage. The issue was resolved at the time of the report. The device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.